Event description:
It was reported that, one month after the implant procedure, the implantable cardiac monitor (icm) data collection function was turned off. The device data collection was turned on and a manual transmission was successful. The device remains in use. No patient complications have been reported as a result of this event.